Event description:
Surgeon was performing an arthroscopic decompression and rotator cuff repair of the left shoulder on patient (visit # (B)(6)) when the tip of the scorpion needle (lot # 10188580) broke off in the wound. A second scorpion needle, same lot #, was opened and failed to be sturdy enough to complete the surgery, was commented that it was too funny. A third needle was opened and used successfully, however, the 1st needle tip remained as a retained foreign object. FDA safety report ID # (B)(4).